Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that on (B)(6) 2018, the patient would turn off their therapy and follow-up later in the week for a repeat bladder scan. It was noted that on (B)(6) 2018, the patient did turn off the therapy for 3 days, and their bowels were worsening and their symptoms of urinary retention did not improve. It was noted that the device was turned off to assess the patient¿s symptoms prior to adding botox treatment to the patient¿s treatment regimen. The event was reported to be related to the device or therapy, not related to the implant procedure, and related to the patient turning their device off. The event was ongoing at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported actions/interventions taken to resolve the urinary retention and urge incontinence included turning off the device on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the inability to suppress urge with incontinence at night. The clinical diagnosis was urge incontinence. No further complications were reported/anticipated.